Event description:
It was reported that the stapler was provided as requested by the hospital. During intra-surgery we were notified that the stapler had failed, so we proceeded to remove it and bring a new one to complete the procedure. The doctor explains what happened: "I state that at the time of performing the procedure with the circular stapler, it was done in the usual way: adequate anvil coupling to the stapler, it was closed well, and the safety was removed, but at the time of making the shot did not complete the entire closing path (it was halfway) and a loud noise (crack) was heard. When trying to uncouple the stapler (1 ½ turns) it was not done correctly since the anastomosis was retracted. It was evident that the stapler did not cut, but it did fire the staples, which is why it was dis-adapted from the anvil and a new one was used with which there was no problem, and the anastomosis was well done¿. The procedure was prolonged: minutes. Procedure: sigmoidectomy.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # 713a45. Additional information was requested but unavailable: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage, only the anvil half washer was present and 19 partially formed staples were noted inside the pockets indicating that the device had not been fired through a full firing stroke. Further analysis shows marks on the safety, also marks on the handle were noted and this damage is aligned with the safety when is engaged. It possible that the noise (crack) heard could have come from damage to the safety. No functional test was performed in order to preserve the evidence. No conclusion could be reached as to how the washer was cut without the instrument deploying totally the remained staples, it is possible that the returned anvil does not belong to the returned device. Since anvils are interchangeable with the same product due to the design. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.